Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found a bubbled dso seal, worn uso seal and bent latch handle. The customer reported problem was able to be verified during the visual inspection. The cause of the issue is the dso seal. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had a bubbled and cracked downstream occlusion seal. There was no patient involved and no patient harm/adverse event reported.